Event description:
A report was received via social media that a non-confirmed patient leads were fractured and was experiencing shocking in the whole right side of the body. The patient underwent an explant procedure.